Event description:
It was reported, the patient traveled on (B)(6) 2012, and was pat down at the airports about 15 feet from security scanners. It was reported the next day, the patient experienced "horrific and violent" nausea and vomiting which continued for 2 days. The patient was fine until they arrived home on (B)(6) after she was pat down again about 15 feet from a security scanner. The patient's symptoms continued for several days. The patient saw her doctor on an unknown date and it was reported "x-rays" looked "fine." It was also noted impedance measurements were performed and one lead had impedance above 800 when it should have been around 400. The decision was made to turn the lead off and use only the lead with the appropriate impedance. By thursday night, the patient was taken to the emergency room (ER) and was admitted to the hospital for "horrific" nausea and vomiting. It was also reported, the patient was hospitalized from (B)(6) 2012, and the patient became dehydrated and anemic while in the hospital. The patient was also given 2 pints of blood. It was also reported, the patient was infused with immunoglobulin g (igg) every other week and had last received igg on (B)(6) 2012. The patient saw her physician the next day. It was reported, the patient's stimulation was cycled; 5 seconds off, 2 seconds on. The doctor increased the patient's voltage to 4.5 volts and told patient it would take a few days for the patient to adjust to the new setting. The patient was instructed to call her doctor's office the following monday with an update. It was reported, the patient experienced nausea and vomiting again the night prior to this report but was able to drink coffee and have breakfast the next morning without a return of symptoms. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type lead. (B)(4).